Event description:
It was reported that during a follow up appointment, out of range pacing (> 3000 ohms) and shock (> 200 ohms) impedance values were observed from the right ventricular (rv) lead. Loss of capture (loc) was also noted along with multiple episodes of oversensed noise resulting in inappropriate anti-tachycardia pacing (atp). The physician elected to surgically cap and abandon the rv lead. A new rv lead was implanted. The patient was stable with no additional adverse consequences.